Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: crease flat and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening in the shell and in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.